Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2008-05123 for a description of the other event. It was reported to boston scientific corp in 2008, that a resolution clip device was used during a colonoscopy procedure performed six days prior. According to the complainant, during the procedure, "the scope was in a very tortuous position and the [clip would] not come out of the sheath." The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
According to the complainant, the device has been discarded. A device eval is not available; therefore, the cause of the reported issue is undetermined.